Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. The displacement test functioned properly. According to the power management graph shows that the detail trace analysis confirmed there were no unexpected pump error 23, 49 or 68 alarm noted and was not triggered. The backup battery unloaded voltage was not less of the 3.7v for consecutive 240 minutes and the loaded voltage was not less of the 3.5v for four consecutive hours. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
It was reported that the customer had an MRI and was getting an error. Customer stated that all the settings were cleared. Customer's blood glucose was 88 mg/dl. Customer had a pump error. Customer had a history pointers failed or corrupted error, trace pointers invalid, and an alarm that occurs when the pump detects movement in the hall. Customer was advised to monitor the pump. Customer stated that the battery was removed but not longer than 8 hours. Customer was able to rewind and the pump passed the displacement test. Pump has not been bumped or dropped. Customer stated that the error occurred during basal. Pump passed the self test. Customer was explained that this is normal behavior. Pump was not using insulin in the pump and was advised that she can continue to use the pump. A replacement pump will be sent to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.